Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photos of the device have been received; evaluation yet to be completed. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed via MRI and capsular contracture, baker grade I. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b, h6, h11. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken assessed as surgical impact, broken assessed as surgical damage and missing assessed as inconclusive. Shell thickness was within specification). As per the investigation procedure non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side implant rupture diagnosed by MRI and later capsular contracture - baker grade I. The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported right side rupture diagnosed via MRI and capsular contracture baker grade I. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.